Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device displayed "invalid data" for the diagnostic cardiac compass data. It was clarified that the diagnostic memory was separate from the programmed parameters used for device functionality and the issue could not be resolved, but would not affect device functionality. The device remains in use. No patient complications have been reported as a result of this event.